Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 40-year-old female patient who had essure (batch no. 50500521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included surgery, gestational diabetes, general anesthesia and pelvic discomfort. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain,") and alopecia ("hair loss"). The patient was treated with surgery (partial bilateral salpingectomy and laparoscopic excision of foreign body). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and mr. New reporter, patient relevant information lab date, patient demographic information ,essure indication , start date and event abnormal bleeding (vaginal, menorrhagia), salpingectomy (bilateral removal of fallopian tubes), diagnostic hysteroscopy dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.